Event description:
A report was received that the patients ipg was no longer holding a charge and was overheating. The patient underwent an ipg replacement procedure per patient and physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer holding a charge and was overheating. The patient underwent an ipg replacement procedure per patient and physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.